Event description:
During a t & a procedure, the patient suffered a burn to the opening of the mouth and required three sutures. The cause of the burn is not known. Samples were not retained for evaluation.

Manufacturer narrative:
A patient suffered a burn during a t&a procedure. The burn occurred on the lateral opening of the mouth and required 3 stitches. The exact cause is not known but the physician believes it may have been caused by the cautery device. No arc was noted during the procedure. The operating room manager indicated there were two new scrub techs in the procedure and the surgeon used the pencil to help retract as the techs were not fully retracting the cheek. They believe the tip was fully seated on the pencil. The samples were not retained for evaluation. The suction coagulator being used had a single insulation rather than a double insulation. They did remove the suction coagulator from their shelves in the event it could have played a role in the incident. They did not have any problems. Based on the information gathered from the account, and absent sample to evaluate, a root cause has not been determined. It is not known what role the cautery device played in the incident. However, due to the reported burn and subsequent suturing, this MDR is being filed.